Event description:
It was originally reported that the patient experienced pain down her left leg into foot. She had pain in her left leg while walking but when sitting the pain decreases and "actually goes away". If the stimulation was above 3.0v, it became very painful in the vaginal area and she experienced a pinching sensation on the left side near the bladder. Her device was reprogrammed to cycling which helped some but the pain continued and became worse over time. She worked with her doctor and underwent pelvic floor rehab. It was later reported that she did not understand the system or was receiving answers she needed about the system. When her device was at 3.0v and on program 2, it would "jolt her awake". When she decreased the stimulation, she experienced a lack of effect. She was able to change programs using her patient programmer. It was noted that she was placed of fentanyl for a period of time to help with her bladder pain, which caused confusion. She went to a podiatrist and no longer had foot pain. A separate problem was found with her foot. The healthcare provider confirmed that it was unknown if the event was attributed to the device. Her pain improved after being treated for plantar fasciitis. She was going to physical therapy for her pelvic floor.

Manufacturer narrative:
(B)(4)